Manufacturer narrative:
Device was used for treatment, not diagnosis. The date of event was reported as (B)(6) 2016 but it is unknown if this was the date patient fell and/or the fixation actually failed or if this was the date the fixation failure was discovered. (B)(4). Explant surgery was scheduled for (B)(6) 2017 but it is not known as of the date of this report submission if surgery was completed on this date. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturing location: synthes (B)(6). Date of manufacture: aug 24, 2016. Expiration date: aug 01, 2026. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna helical blade 80mm sterile product was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that two (2) days after an open reduction and internal fixation procedure including implantation of a trochanteric fixation nail system to treat a femoral fracture on (B)(6) 2016, the patient tried to walk and fell down. There was no breakage of the implanted devices detected however it was determined that the fixation itself had failed. The surgeon commented that this couldn't be helped and surgical revision to extract the implanted devices and resect the femoral head was scheduled for (B)(6) 2017. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: a product investigation was completed: the returned condition of the nail shows slight marks of use are visible. Provided functional check did not show any deviation. Locking mechanism inside the nail worked as intended and the blade could be locked. Device history record (DHR) review did show conformity as well. No manufacturing related failure or deviation could be found. The returned condition of blade is slightly used. The provided functional check together with the nail did not show any deviation. Locking mechanism inside the nail worked as intended and the blade could be locked. Device history record review did show conformity as well. No manufacturing related failure or deviation could be found. The returned condition of the screw is slightly used. The length of the screw was measured and passed the specifications based on valid manufacturing drawing. Device history record review did show conformity as well. No manufacturing related failure or deviation could be found. No non-conformance reports were generated during production. The complained issue could be confirmed based on the provided x-rays. Per the complaint description, the patient tried to walk and fell down two days after the initial surgery; the fixation became loose most likely due to the fact that the patient fell down. No manufacturing related failure could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: tfna femoral nail (part 04.037.142s, lot 9976801, quantity 1); locking screw (part 04.005.522s, lot l075120, quantity 1).

Manufacturer narrative:
Concomitant medical products: 1x 04.037.142s / 9976801 (tfna fem nail ø11 130° l170 timo15); 1x 04.005.522s / l075120 (lockscr ø5 l32 f/nails tan light green). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 30. Jan 17: the blade was unlocked and pulled back.